Event description:
It was reported that the pump of this artificial urinary sphincter had ridden higher in the scrotum during the healing process. Due to this the patient had trouble accessing the pump. The pump had ridden higher in scrotum during the healing process. A revision surgery was performed and the pump was moved to another location. No patient complications were reported.

Event description:
It was reported that this artificial urinary sphincter pump was moved to a different location as the patient had trouble accessing the pump as it was not in a good location. No patient complications were reported.